Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced elevated blood glucose due to bent and kinked infusion cannulas. This first occurred when patient started a new type of infusion set. Blood glucose elevated to the range of 400-500 mg/dl, and normal blood glucose is 100-200 mg/dl. Patient was hospitalized on (B)(6) 2011 due to bronchitis which turned into pneumonia, and this also caused elevated blood glucose. Patient remained on the infusion device while in the hospital and would get insulin injections when blood glucose elevated. There were no issued with the preparation, insertion, or removal of the infusion sets. There was insulin leakage at the infusion sites, and the infusion sets fell off due to bent cannulas. Insertion device was used to insert the headsets, and patient noticed the issues immediately following insertion. Patient started to use this type of infusion set "around the time" she was hospitalized. Patient was released from the hospital around (B)(6) 2011. Product was replaced and no product will be returned for evaluation. Attempts to reach patient for additional information were unsuccessful.